Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt was walking to bathroom when she felt a pop. Said her hip felt like it wasn't working. Came to ER and x-ray determined a fractured ceramic head. Pt was taken to operating room, broken parts were retrieved and new implants were planted."